Manufacturer narrative:
Treatment tips have been requested but not received. A review of the device data logs revealed the handpiece and system performed as expected. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A distributor reported that during a thermage treatment a patient experienced erythema and blisters. The nurse reported tip too warms errors after treating the right side of the face at 50 reps. The treatment level was turned down and the nurse stopped treatment at 405 reps when blisters appeared on the right side of the face and neck. The patient was treated with cold compresses and an unknown burn ointment. The treatment was continued with a new tip on the left side of the face. The nurse reported the tip frosted and coupling fluid was leaking from the tip. Treatment was stopped when erythema papules appear on the face after 641 reps. Available photos were reviewed, vesicles are visible on the right cheek. Red papules are visible on the neck and left side of the face. The patient is recovering with scabs, however permanent scarring is possible as a results of this event. During the procedure the patient was provided topical anesthetics. Two treatment tips with the same lot number were used during this procedure, this report is for the first tip involved. The tips were inspected before and during the treatment. Enough coupling fluid was used. The highest energy used was 3.5.

Manufacturer narrative:
When the system detects a condition that interrupts treatment, a system error code is displayed. These system error codes provide an error code number and instructions for how to respond to the error. In the event of a system error, customers need to intervene to proceed. Based on the evaluation of the data, the system and handpiece perform as expected. The data card log confirmed the customer¿s account of tip too warm error occurring during treatment. If a treatment tip¿s thermistors exceed the maximum temperature limit due to accelerated thermistor temperatures during active mode, the temperature monitor will catch this condition and display a ¿tip too warm¿ error and place the system into a safe state. This condition presents no patient risk. According to thermage flx user manual (p009418-04 rev. A), blisters and redness are a known possible side effects during a thermage flx treatment. The procedure produces heating in the upper layers of the skin, and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. Based on the evaluation of the data, the system, handpiece, and tip perform as expected. Based on the available information, blisters and redness are a known possible side effects during thermage flx treatment.

Manufacturer narrative:
Two treatment tips with the same lot number were used during this procedure, this report is for the first tip involved. The tip was returned and evaluated. The tip passed leak and thermistor testing. However, tip failed visual inspection due to the observation of a dent on the tip surface. No scratches, blemishes, or dielectric breakdown was observed. No functional test could be performed due to tip being expired.